Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.